Event description:
Caller reported customer testing with the freestyle meter receiving a higher than expected result of 226 mg/dl. Customer took insulin based on this result and reported to have experienced a reaction. Another test was taken with the freestyle meter and the caller reported receiving a lower result. The type of reaction the customer experienced is unknown. Any treatment for such reported reaction is unknown. The actual result of the second freestyle reading is unknown.